Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction injection to address the bg. Supplies were to be replaced as necessary, and the customer was instructed to resume insulin usage.